Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a was being used during an unknown procedure on (B)(6) when it was reported ¿tip was broken¿. There was no report of injury, medical intervention, or hospitalization for the patient. Per the reporter there was no further information available. This incident occurred during surgery and the device is presumed to have been in contact with the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 91 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device form the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. H3 other text : device will not be returned

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a was being used during an unknown procedure on (B)(6) 2021 when it was reported ¿tip was broken¿. There was no report of injury, medical intervention, or hospitalization for the patient. Per the reporter there was no further information available. This incident occurred during surgery and the device is presumed to have been in contact with the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.